Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient had their system explanted, but the lead was left in place due to removal difficulty. The hcp noted that the explant occurred about six months prior to the date of this report. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.